Event description:
There was difficulty filling the pump, and the pump was inverted (flipped). The patient had their pump surgically repositioned on (B)(6) 2014, and it was re-sutured in the pump pocket. There were no concerns about the surgery. The event resolved without sequelae on (B)(6) 2014. The pump contained morphine and bupivacaine.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).